Event description:
It was reported the top of the lead was bent at the time that the electrode top of deep brain stimulation leads in stock at the facility were checked. It was noted the part of the electrode top was number 0. It was stated the lead was drawn out of the package for confirmation but it was not decided if the bent electrode top was defective because it was seen straight from some angle and bent from another angle. It was reported it did seem that the ¿electrode¿ was defective and was not used based on suspicion from the consultation with the doctor.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the lead revealed the following: no anomaly found. It was found the distal end of the lead was straight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.